Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leak. It was stated that it was on the patient for 6-8 days before they discovered the leak and patient was re-intubated. Patient passed away.